Event description:
Femoral tavr case. Pt needed a second valve placed, so a second valve and delivery system were opened. Upon removal of femoral delivery system balloon ruptured and femoral sheath torn. Unable to safely remove sheath without performing femoral cut down. Femoral cut down performed and sheath removed.